Manufacturer narrative:
Review of the device history records for tibial component did not find any deviations or anomalies. Medical records were received confirming that the patient underwent primary surgery for right total knee arthroplasty due to degenerative joint disease. It was reported that, during surgery right knee was well balanced with regard to flexion and extension, varus and valgus. Patellar tracking was assessed through range of motion and balance of the knee was assessed through the full range of motion and was found to be satisfactory. Patient was in stable condition post-op. Radiograph records received state that there was evidence of collapse of the medial condyles of the tibias bilaterally, gross loosening of the tibia and some subsidence of the tibia bilaterally. No fractures, lytic or sclerotic bone lesions were detected. Revision op-notes confirmed that patient underwent revision surgery due to failed right knee replacement. Patient was diagnosed with deficiency in proximal tibia and quadriceps tightness. It was stated that patient had mid-flexion instability and failure of tibial component. During the surgery, it was found that patella and femur were completely intact. Polyethylene and tibial tray were replaced. It was reported that knee was examined and there was medial and lateral stability, had slight hyperextension, full extension with no mid flexion instability and the knee looked good and stayed in position. Patient was in stable condition post-op. No compatibility issues are noted. Per the evaluation of the records received; patient was revised due to loosening and subsidence of tibial component. However, a definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 1822565-2015-00097. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, loosening, synovitis, posterior flexion contracture, and quadricep tightness.